Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00232, 1627487-2024-00128it was reported patient experienced ineffective therapy with their scs system and discomfort at the ipg site. As a result, the entire system was replaced and the ipg site was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.